Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they had no fault found with unit. Service was unable to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 09/06/2019 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported sensors not seeing admin set.